Event description:
It was reported that during a knee procedure using a saber 30 integrated cable wand, the wand was not connecting properly to the controller, causing intermittent activation. The surgeon opted to complete the procedures using a competitive device. There were no significant delays or pt complications reported as a result of this event.